Event description:
It was reported that the patient is in possible overdischarge. Manufacturer representative (rep) reports they met with the patient in (B)(6) 2025 because the patient was in over discharge and the patient's son did not know about the over discharge or how to recover this. Caller is not sure when the patient last recharged, but reports they went to the doctor's appointment last week and when the physicians assistant tried to connect to the recharger, that's when it was brought to the son's attention that the patient needs to be recharging every week. Rep stated on the call that this has possibly been going on since august, or this is the second time they have been in overdischarge. Technical service specialist reviewed how to enter physician recharge mode and sent instructions to the rep. The troubleshooting steps that were taken on the call resolved the issue and the patient was able to enter a physician recharge mode. Additional information was received from manufacturer representative (rep). Rep reported that the patient was able to get out of overdischarge on (B)(6) 2026. Patient rep said they will take ownership to ensure it does not happen again. Rep says the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.